Event description:
The customer reported that they suspected the alarms were toggled off at a bedside where an incident occurred and resulted in a patient death.

Manufacturer narrative:
The customer reported that a patient death occurred. The bedside device was configured for an infinite suspend period and the staff unintentionally suspended the alarms which remained off for over 12 hours when they discovered this patient in distress. Since it was not intended for the alarms to be off for an extended period of time and since the staff were not aware of the patient's change in condition immediately, a delay in treatment occurred. No device malfunction occurred. The device was configured for an infinite suspend period which was not recognized by the staff and was not the same configuration as other monitors in the emergency department